Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. The reason for call was patient reported they always turned their stimulation off when driving or sleeping because it shocked them. Patient mentioned they were supposed to be able to lay down and go to sleep with everything, but when they would transition from sitting up to laying down it would shock them so hard that they would have to either be pushed back down or picked up because stimulation froze them up. Reprogramming had been attempted but did not resolve issue.